Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right seroma and rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with unknown gel implants textured and was presented with seroma and breast implant rupture on her right side postoperatively. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On 4/14/2020, mentor became aware that on 3/24/2020, mentor was informed that the patient also expressed dissatisfaction with procedure outcome as patient desired for smaller implants. The patient underwent bilateral explantation on (B)(6) 2020. The information was inadvertently not reported in the initial report. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).